Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Approximately 28 dec 2023 the patient experienced stoma site bleeding, inflammation, and redness. A stoma site infection was suspected and the patient was treated with oral augmentin. The patient reported also reported that the stoma site had a granuloma with hot, swollen, and painful with traces of blood on the gauze.